Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (suspected thrombus and flow issue) could not be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. The retrieved left ventricular assist device event log file contained relevant data on (B)(6)2021 spanning from approximately 20:20:57 to 21:42:18, per the timestamp. From the beginning of the relevant portion of the log file to 20:50:07 on (B)(6)2021, the estimated pump flow typically ranged from 2.7-3.7 liters per minute (lpm). Beginning at 21:02:17 on (B)(6)2021, a decrease in the estimated pump flow was noted. By 21:02:19 on (B)(6)2021 the estimated pump flow was noted to be 0.0 lpm. The estimated pump flow remained at 0.0lpm for the rest of the relevant portion of the log file. No other unusual events were recorded. The retrieved left ventricular assist device periodic log file contained one line of relevant data on (B)(6)2021 at 21:20:55, per the timestamp. (B)(6) was returned assembled in slightly used condition. The pump cable was intact, and the modular cable, sealed outflow graft, and apical cuff were not returned. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instruction for use, rev. C) contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Centrimag captured under manufacturer's report # 3003306248-2021-04017.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient did not tolerate right-sided cmag weaning and it was decided that a hm3 right ventricular assist device (rvad) would be implanted. Upon removal of the venous canula, a suspected thrombus is thought to have become dislodged and sucked into the hm3 rvad causing the flows to drop to zero. The rvad was removed and a new hm3 was primed and implanted. The patient was reported to be subsequently recovering in the intensive care unit (ICU).